Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product is available for evaluation but it has not yet been received. Additional information will be submitted within thirty days upon receipt.

Event description:
A report received from associated a cypher stent delivery system with a balloon rupture during a percutaneous coronary intervention. The procedure was being conducted on a male patient, age unknown, medical history unknown. The target lesion was bifurcated at the left main trunk area to the proximal left anterior descending branch. The lesion was de novo, without calcification and tortuousity, but with 75% stenosis. Pre-dilatation was conducted with a 2.75mm x 15mm voyager balloon. A cypher (3.5/18mm) was delivered to the ostial area of the left main trunk and the proximal left anterior descending. The balloon of the cypher ruptured at 12atms as it was being inflated. Post-dilatation was conducted with a 3.5mm x 14mm avion hp balloon to safely implant the cypher stent. There was no report of injury to the patient.